Event description:
It was reported that the final stem implantation perched a couple millimeters. The surgeon noted that the pps coating is thick and needs to be reduced to allow accurate 1:1 broach to stem. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: biolox delta hd 12/14 36x+3.5. Item: 00-8775-036-03. Lot: 3235665. 36mm i.d. Size f neutral liner. Item: 30103606. Lot: 67352087. G7 pps ltd acet shell 54f. Item: 010000664. Lot: j7777524. Pr z1 st/g7 cp/ve ln/cer hd. Item: 98-0005-003-04. Lot: unknown. H6: proposed component code: mechanical (g04) ¿ stem the customer has indicated that the product remains implanted. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the images show a small gap between the calcar and collar of the femoral stem which would coincide with surgeon report of a perched stem. It is not possible to determine if the pps coating is the cause from these images-per the literature, perfect calcar-collar contact is achieved in less than 50% of collared stems and there are several possible causes for improper collar-calcar contact including (but not limited to) low femoral osteotomy or rotation of the component in relation to the final broach. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.